Event description:
It was reported "the patient was clinically diagnosed with gastric malignant tumor. When the nurse visited the ward at 21:00, the patient fell asleep quietly and checked the PICC tube in place and properly fixed it; at 21:30, the patient¿s family told the nurse to remove the PICC tube by himself and went to the ward to check the puncture point for bleeding in severe cases, instruct the patient to lie supine, report to the doctor immediately, disinfect the puncture site with andofo, and apply pressure bandaging with sterile gauze to check that the tip of the PICC tube is complete and the length is accurate. Predict the circumference of both sides and the right upper arm. 25cm, the left upper arm arm circumference is 23cm, ask the patient to raise the right upper limb appropriately, the patient is elderly, ask the patient the reason for the extubation, the patient does not know the answer, report to the doctor, conduct further examinations, teach the patient and family safety knowledge, strengthen night inspections, continue to observe the patient's limb swelling and condition changes."

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recx3019 showed one other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in (B)(6).

Event description:
It was reported "the patient was clinically diagnosed with gastric malignant tumor. When the nurse visited the ward at 21:00, the patient fell asleep quietly and checked the PICC tube in place and properly fixed it; at 21:30, the patient¿s family told the nurse to remove the PICC tube by himself and went to the ward to check the puncture point for bleeding in severe cases, instruct the patient to lie supine, report to the doctor immediately, disinfect the puncture site with andofo, and apply pressure bandaging with sterile gauze to check that the tip of the PICC tube is complete and the length is accurate. Predict the circumference of both sides and the right upper arm. 25cm, the left upper arm arm circumference is 23cm, ask the patient to raise the right upper limb appropriately, the patient is elderly, ask the patient the reason for the extubation, the patient does not know the answer, report to the doctor, conduct further examinations, teach the patient and family safety knowledge, strengthen night inspections, continue to observe the patient's limb swelling and condition changes."